Event description:
It was reported that the customer experienced on-going intermittent blood glucose (bg) levels of "400s" mg/dl and customer went to the emergency room (ER); date of ER visit was not clear. Cause of bg level was not known. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. Contact declined further troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.